Event description:
It was reported that the sensor was placed in the pt in 2004. While moving the pt in bed, the sensor snapped about half way between the tip of the microsensor and its plastic rectangular box. Monitoring was discontinued but a portion of the sensor remained in the pt and was scheduled to be removed along with the ventricular catheter that was in place.